Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
The surgery center reported that a laser vision correction patient was presented with transient light sensitivity on both eyes (ou) at a 6 day post-operative exam. The patient¿s description was of intense light sensitivity and a burning sensation in ou. The patient commented that the light sensitivity increases while working on the computer and was not improving. Topical steroids were increased to treat symptoms. Pre-op; best corrected visual acuity (bcva) from (B)(6) 2017: right eye pre-op 20/15 -7.50 x -1.50 x 128, left eye pre-op 20/15 - 7.00 x -1.00 x 72.

Manufacturer narrative:
Additional information was provided to include at a 2 month post op exam, the patient experienced blurry distance vision on left eye with myopia. The blurred vision was more on the left eye than the right eye. The patient comments were of worse at night and still experiencing difficulty with computer vision. As a result of the additional information provided patient code 2137 has been added. A record review was performed. A product deficiency review was performed and there is no product deficiency identified. A document, service history, and trending was reviewed. There is not a recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. A labeling review was conducted; the operator manual for the system was reviewed and found to include adequate instructions for use, warnings and operational errors. All pertinent information available to abbott medical optics has been submitted.